Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Film evaluation results are: pre-implant anatomy information, films at implant and earlier post-implant films were not provided. The reported migration could not be confirmed as the bifurcate location at implant was unknown. The exact cause of the bifurcate migration could not be conclusively determined from the films provided. The bifurcate was currently positioned ~ 30 mm below the lowest left renal. There was possible aortic neck dilatation due to disease progression, as the proximal aortic neck diameter currently measured ~ 45 mm (flow lumen ~ 35 mm). There was marginal proximal seal with minimal opposition to the aortic wall. Despite minimal opposition, no obvious endoleak was observed, and this was most likely due to the thrombus lining the wall of the aortic neck and the bifurcate main body. In addition to the possible disease progression, the bifurcate was highly angulated near the flow divider, ~ 70 deg a-p. It is possible that the high angulation near the flow divider in addition to aortic neck dilatation due to disease progression may have contributed to the reported migration. The high angulation near the flow divider may have contributed to the thrombus seen lining the wall of the aortic neck and the bifurcate main body. The thrombus may also have been caused by a patient condition: poor distal runoff, an unknown coagulopathy that is now presenting, or a previous history of pad. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A talent stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that, approximately seven years and eleven months post index procedure, a CT revealed that the talent stent graft bifurcate had migrated. There is not an endoleak present. The abdominal aortic aneurysm had severe disease progression through the renal arteries, through the superior mesenteric artery, and through the celiac artery. The physician elected not to intervene. Per the physician, the cause of the event was unknown. No additional sequelae were reported and the patient is being monitored by their physician.